Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
The modular head and acetabular cup appear to show evidence of subluxation of the joint and scratching of the bearing surfaces. Wear rates did not appear to be excessive.this report submitted (B)(4), 2011.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2009 and that a subsequent a revision procedure was performed on (B)(6) 2010 due to increasing pain. Patient provided operative reports for both the primary surgery and the revision procedure. Operative report notes from the revision procedure indicate that the surgeon noted the femoral stem was loose and that there was reactive inflammation around the proximal stem. The surgeon further noted the acetabular cup to be well fixed. All components were removed and replaced. The acetabular cup, modular head and taper adapter were biomet manufactured; however, the femoral stem was manufactured by a competitor.